Manufacturer narrative:
Reported event: customer reported that parts fraying and splintering. Device evaluation was not performed and the base bar assembly event was not confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/14/2016 and another (B)(4) devices were manufactured and accepted into final stock on 03/17/2017. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the leg positioner. There has been one other event for the referenced lot number. Pr # (B)(4) was found to be from the same lot as the part in this complaint. The part from pr # (B)(4) displayed the same failure. Conclusions: no product inspection could be completed due to the part not being returned. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
Parts fraying and splintering. Case type: tka. Per (B)(6), all 12 parts will be sent back by the end of this week (9/5/2017). The trays were opened up during assembly and it was noticed that all 12 parts have issues with the carbon fiber splintering. The rep confirmed that pieces of the drape were stuck on the parts due to the carbon fiber splintering and the surgeon was concerned about sterility.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Parts fraying and splintering. Case type: tka. Per (B)(6), all 12 parts will be sent back by the end of this week ((B)(6) 2017). The trays were opened up during assembly and it was noticed that all 12 parts have issues with the carbon fiber splintering. The rep confirmed that pieces of the drape were stuck on the parts due to the carbon fiber splintering and the surgeon was concerned about sterility.